Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to hospital for follow-up, noise was observed. Externalized conductors were noted by fluoroscopy. Lead replacement was considered. Patient was fine.

Event description:
New information notes that the lead was capped and replaced on (B)(6) 2016. Patient's condition was good at the end of the procedure.